Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. 58565) for female sterilization. The patient had a medical history of paratubal cyst, dyspareunia, dysmenorrhea, menorrhagia, dysmenorrhea, dyspareunia, night sweats, left lower quadrant pain, parity 3, multi gravida and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 856 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (: da vinci bilateral salpingectomy and partial cornuectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: procedure in detail : hysteroscope inserted, uterine cavity. Inspected: tubal ostia visualized bilaterally, micro insert. Placed: left cornua and right cornua, number of proximal coils. 1 on left cornua and 3 on right. Cornua, patient tolerated placement without difficulty. [Pathology test] on (B)(6) 2017: a. Sections of this fallopian tuhe show ne significant abnormality. Full cross sections of fallopian tube are present. : b. Sections of this fallopian tube show no significant abnormality. Full cross sections of fallopian tube are. Gross description. Fallopian tube. Bilateral fallopian tubes the serosa are pink~purple, predominantly smooth and giistening with the larger tuhe serosa showing a few thin smooth-walled paratubal cysts ranging from minute to 0.2 cm in stellate maximum dimension. Sectioning displays lumen. Within both lumens toward the proximal end are silver metallic coils, measuring 4.5 om in length. [Pregnancy test] on (B)(6) 2015: negative. [Ultrasound pelvis] on (B)(6) 2017: clinical history: acute onset of left pelvic pain and then gush of bright red blood from vagina; pt with implanted birth control essure, discussion: sterilization coil devices are present in the region of the cornua of the uterus extending into the areas of the fallopian tubes bilateral. Sterilization coil devices are present in the region of the cornua of the uterus extending into the areas of the fallopian tubes bilateral. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 856 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 856 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.